Manufacturer narrative:
Continuation of concomitant medical products: product type: lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Caller reports high intraop impedance with new intellis and 565 lead. Connectivity check showed issues at electrodes #4 and 11. When they checked imped, imped were showing as >40 ,000 on electrodes #7 and 8 across all pairs. Tss reviewed that since the connectivity check for 4 and 11 involved electrodes 7 and 8, that's why they were showing with red x's. They have switched lead tails in header block and high z followed the leads. There were no issues inserting lead into the header block and caller says surgeon did not use any conductive fluids around lead site. Other imped values shared during call were that most were just under 1000 ohms except for one pair that was 2100 with electrode 6. Tss reviewed this is likely temporary high imped since this is brand new lead. Caller then shared that another new surgical lead had been tried previous to the call and the imped were high on similar electrodes. Tss then reviewed that high z being caused by epidural fluids, blood, etc and not the lead and that imped were normalize with time. They then conducted imped again and imped were decreasing and not showing as high any longer per caller.

Event description:
Additional information was received from the rep on (B)(6) 2022. The cause of high impedances intra-op was unknown. However, they tried various tests during the surgery and believed fluid in the epidural space was the reason for the impedance. Tech services was called and spoke with the healthcare provider during the surgery. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977c165 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.